Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, patient is in severe pain and discomfort and anticipates having to undergo revision surgery on his left hip. Update: - (B)(6) 2011 - amended litigation papers received which indicate planned revision is in (B)(6) 2011. Dob indicated in amended litigation papers and added to complaint. There is no new additional information that would affect the investigation. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.